Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no issues were observed. The device was then inflated to 25mbar using a calibrated endotest meter. The blue cuff inflated without issues; however, the clear cuff would not inflate. The pressure in the cuff dropped immediately. The device was immersed in water and bubbles were observed coming from the clear cuff. The area of leakage was examined under 20x magnification and a cut mark was observed on the clear cuff. The cut resembles that made from scissors. Based on the investigation performed, the reported complaint was confirmed. The cuff failure was detected prior to patient use, thus it is possible that the defect occurred during manufacturing. A non-conformance was opened to address this issue.

Event description:
The customer alleges that the cuff was defective during pretest prior to patient use. The cuff was found to have a leak.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the cuff was defective during pretest prior to patient use. The cuff was found to have a leak.